Event description:
It was reported that the patient underwent a c4-c6 cervical disc replacement. Approximately two years post op, the patient presented with right arm radicular pain. Plain film x-rays showed that the top two screws were backing out. No revision has been scheduled.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.